Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. The placement was painful and there was complication. She stated that one fallopian tube went well, the other was more difficult; a lot of pain during and after the procedure. Consumer experienced abdomen pain, increase or heavy blood loss during menstruation, gastro-intestinal complaints, pain during ovulation, pain during coitus, legs pain, lower back pain, arthralgia, increase/decrease of weight, tiredness, swollen abdomen, and thickened uterine endometrium. She reported social activities and happiness problems. Consumer contacted a doctor and was treated with contraceptive pills to reduce the thickened uterine endometrium. A blood test was performed but no result was provided. She stated that is often asked if she is pregnant, which is not nice and that gynecologists do not see any connection with the essure treatment. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer also had gastro intestinal complaints which could be an alternative explanation for the abdominal pain. However, given the nature of the event abdomen pain, a contributory role of essure cannot be excluded. Non-serious events were also reported. Since consumer reported social activities and happiness problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 745 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer also had gastro intestinal complaints which could be an alternative explanation for the abdominal pain. However, given the nature of the event abdomen pain, a contributory role of essure cannot be excluded. Non-serious events were also reported. Since consumer reported social activities and happiness problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.